Manufacturer narrative:
The internal sheath resectoscope 24fr, part ID: 8675324 comes from production batch 1304359. The batch consists of 20 shafts. As of 11 december 2023, we have not received any further complaints about this batch.

Event description:
The user facility has informed richard wolf gmbh (rwgmbh) of an issue regarding an internal sheath resectoscope 24fr, part ID: 8675324, lot # 1304359. According to the received information, "at the beginning of the holmium laser enucleation of the prostate, the surgeon noticed during cystoscopy that the ceramic tip of the inner shaft was floating in the bladder. Consideration was given to how this tip could be removed from the bladder without damaging the urethra. The ceramic tip was grasped at the blunter end and extracted from the bladder. The patient was not harmed."